Event description:
The event is reported as: there is a crack on the expiratory connector. No patient injury reported.

Manufacturer narrative:
Product has been received by manufacturer but investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.